Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) the screen had problems. It was later clarified, the display did not work and it had undefined images on the screen, only horizontal lines. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. He disassembled the monitor, cleaned the electrical contacts and connections on circuit board (pcb) inverter and video recorder color pcb boards. Fse then reassembled and performed functional diagnostic tests. Operational tests carried out with positive results.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) monitor is not working. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a